Manufacturer narrative:
Concomitant products: 5054-58 implanted: (B)(6) 2000. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. Analysis of the device memory indicated atrial undersensing. The device memory indicated diminished atrial sensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance, triggering a warning. It was also reported that the ra lead exhibited diminished sensing and undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.